Event description:
It was reported tha the pressure rated ext set bonded ss 8.5 had flow issues that made it difficult to flush with saline. The following information was provided by the initial reporter: "customer reporting that the extension sets for the past 6 months seem to cause pressure issues because the saline flush syringe plunger will not go down. Customer confirmed that there are no issues with flush syringes because they tested and verified themselves that they work fine not connected to ext set."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the extension sets cause pressure issues that the saline flush and syringe plunger will not go down could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 had flow issues that made it difficult to flush with saline. The following information was provided by the initial reporter: "customer reporting that the extension sets for the past 6 months seem to cause pressure issues because the saline flush syringe plunger will not go down. Customer confirmed that there are no issues with flush syringes because they tested and verified themselves that they work fine not connected to ext set."